Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented pending investigation. No other information is available.

Event description:
It was reported via documents provided by the legal department that this patient had a left hip total arthroplasty on (B)(6) 2018, then approximately 4 years, 8 months later experienced a revision surgery on (B)(6) 2023. Revision operative report of (B)(6) 2023. Failed left total hip replacement. Revision of femoral head and revision of acetabular liner. Culture taken of seroma adjacent to the facia lata. There was some delamination of the fascia. There was some villonodular reactive tissue anteriorly on the femur. Joint aspirate was sent for culture. The capsule was opened and there was abundant adverse local tissue reaction. A thorough synovectomy was performed and debrided, the adverse tissue was sent to pathology. There was minimal osteolysis around the proximal stem. The stem was well fixed. The femoral head was removed. The trunnion was in good condition. The acetabular liner was removed and the posterior shell. The cup was well fixed and in good position with minimal osteolysis. Sterile bandages were applied. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.